Event description:
It was reported that the patient presented in clinic for lead replacement procedure. It was previously noted that the left ventricular (lv) lead exhibited high capture threshold and loss of capture. The lv lead was explanted and replaced. Patient condition was stable before, during and after procedure.

Manufacturer narrative:
The reported events of high capture threshold and failure to capture were not confirmed. A full lead was returned in one piece for analysis. Electrical testing and visual inspection were normal with no anomalies found.